Manufacturer narrative:
(B)(4). Concomitant medical products: item# 00434811513; lot# 62609555; item# 00432604652; lot# 63141955. Source: foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a revision surgery approximately six years and two months post-implantation due to rotator cuff failure attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component code- mechanical (g04) - head. The following sections were updated/corrected: b4; b5; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided however they were not sent to mmi as the rotator cuff is not visible on x-rays. Sending images would not enhance the investigation. The surgeon indicated contributing factors may include the patient's size as well as his work as a carpenter/cabinet maker. The surgeon also indicated the x-ray report notes moderate to severe atrophy of the subscapularis and moderate atrophy of the supraspinatus muscles. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.